Event description:
It was reported an occlusion alarm occurred resulting in a visit to the emergency room and subsequent hospitalization in the intensive care unit. The customers blood glucose level was 580-600 mg/dl. The customer was released from the hospital 4 days later. The customer declined to continue troubleshooting with tandem technical support, therefore, no additional information was obtained.